Event description:
Consumer sent e-mail stating the replacement heads had broken after using only a couple of times; something inside the head was snapping and the toothbrush bit did not turn around. No injury was reported. Follow-up: consumer stated the little metal thing inside the heads had snapped.

Manufacturer narrative:
Product identified based on provided photos. Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
26-feb-2021 product investigation results: product return was received and investigated. Investigation results showed that the defect was caused by a manufacturing issue due to incomplete welding.

Event description:
Consumer sent e-mail stating the replacement heads had broken after using only a couple of times; something inside the head was snapping and the toothbrush bit did not turn around. No injury was reported. Follow-up: consumer stated the little metal thing inside the heads had snapped.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the replacement heads had broken after using only a couple of times; something inside the head was snapping and the toothbrush bit did not turn around. No injury was reported. Follow-up: consumer stated the little metal thing inside the heads had snapped.